Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the implantable cardioverter defibrillator was incorrectly interpreting heart rhythm. No intervention was performed. The patient was asymptomatic.